Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced syncope and went to the emergency room, where the patient was symptomatic. Polarity switch and loss of capture were noted, along with a confirmed lead fracture. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.